Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level over 500 mg/dl with ketones. Reportedly, customer believed elevated bg was likely due to an infection; however, was unsure of the cause. The customer went to the emergency room (ER). Bg was treated with intravenous insulin and fluids. Reportedly, the customer was released less than 24 hours later with customer feeling better (bg in 100 mg/dl range).